Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired. The misfire was related to the clip would not load into the jaws. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results of the er320 found that it was received with the shaft not properly crimped; causing that the shroud subassembly loose its intended position in relation to the shaft. Due to this condition the clips could not be fed into the jaws properly. However in an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 13 clips intermittently. The batch record was reviewed and no anomalies were noted during the manufacturing process.